Manufacturer narrative:
Lot number reported. Medical device lot #: 7059871. Medical device expiration date: 2/28/2012. Device manufacture date: 02/28/2017. Results - bd received a package from batch #7059871 (p/n 302995). The package was received torn open. The syringe was found to have unidentified fm (red particle) attached to exterior of barrel wall. The fm is larger than level 3 in size, which is a rejectable condition at bd canaan, however the source of fm could not be identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7059871. Conclusion - complaint confirmed. However, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI # (B)(6).

Event description:
It was reported that black foreign matter was found in a general purpose syringe luer-lok¿ 10 ml individual pack luer lock tip without safety, prior to use with no report of serious injury or medical interventions.